Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, lot/serial #: (B)(4) ; product ID: bi71000195, lot/serial #: (B)(4) h2) the initial reporter was received. H3) the manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were replaced. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis the power conversion was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspections shows components electrically over stressed. Unable to system test due to over stressed components. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the power tray was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. Verified returned fuses in power tray tested good. Installed power tray into a known functional system. The system powered on, readied and functioned as expected multiple times. Several 2d and 3d images were taken and were successful. No problem found while under test. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known at the time of reporting. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) would not turn on during a routine monthly fluoro gain calibration. The only change was the power light illuminating, no computer or gantry power up observed. Troubleshooting included the manufacturer representative going to the site and finding the power tray fuses blown and issues with power enclosure board and possibly power tray. No patient was present at the time of the event.